Event description:
It was reported that approximately 2 years post implantation of a right total ankle arthroplasty, the patient presented with persistent pain along the sural nerve. CT scan showed a talar cyst. Patient underwent surgery for possible revision; during the procedure, dense fibrous tissue was excised. There was mild tibial component loosening; patient was debrided and filled with autologous grafting taken from the iliac crest. The talar component was found well fixed. A sural neurectomy was performed, and all components remained intact without revision. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D10: unknown apex tibial component. Unknown apex talar component. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.